Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to sorc. Sorc found the reported phenomenon that was caused by the failure of the electrical circuit or the shielding. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, there was the possibility that the reported phenomenon was attributed to the failure of the ccd unit or the electrical circuit board of the video connector, or the system. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the noise appeared on the endoscopic image and the endoscopic image was disappeared temporarily. There was no report of patient injury associated with the event.